Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. Unit passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.